Event description:
Enduser tried to insert catheter when he started bleeding. The bleeding stopped. On 10/08/97 enduser was admitted to the hospital for unknown reason. Medline is still trying to find if there is a connection between his bleeding on the 4th of october and his hospital admittance on oct 8.

Manufacturer narrative:
Medline received copies of pt medical records from hosp stay during oct 8 - 15. Pt was admitted with suspected uti. Pt has history of reoccurring uti's.